Manufacturer narrative:
Returned devices are currently undergoing engineering evaluation.

Event description:
Revision due to tibial loosening. Pt complaint of progressively increasing pain during ambulation. During revision, the tibial component was found to be loose and easily removed. Surgeon noted noverhang on the medial side. Although there was primarily a good cement mantle, there was limited cement close to the finned stem. This event occurred outside of the us, in (B)(6).